Event description:
Revision surgery 2004. The impaction ring of the old shell (already implanted in the first surgery) was broken during surgery. The shell was removed and the surgeon implanted a competitors shell. Update - surgery time was extended 30-40 minutes.